Manufacturer narrative:
No medwatch form was received.

Event description:
Patient present to clinic for follow-up. A significant rise in impedance and increase in threshold were observed. A lead fracture was suspected. The lead was capped.